Event description:
As reported, the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient was revised due to a dislocated liner, sunken stem, and scratched glenosphere. The surgeon replaced the glenosphere with another 38mm glenosphere, the 0 adapter tray with a 5mm adapter tray, and the 38mm humeral liner with a 38mm +2.5 humeral liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.